Manufacturer narrative:
Most recently, this lead was removed from service as a result of the dislodgment. The boston scientific local area sales representative confirmed that the patient had twiddler's syndrome, which was the source of the issue. The sales representative also confirmed that this lead was discarded by the hospital and is not expected for return.

Manufacturer narrative:
At the time of this initial report, no surgical intervention had been done. However, a revision procedure was slated for the near future. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific crm received information that this transvenous left ventricular (lv) lead had been lost to follow up for some time. Upon device system follow up, it was evident that this lv lead had loss of capture (loc). It was believed that this lv lead had become dislodged. The boston scientific crm local area sales representative confirmed that there was no impact on critical therapy as a result of this issue, such as adverse patient symptom.